Event description:
It was reported that a patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to the original cuff being the wrong size and very distal. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome is unknown as the sphincter is deactivated for 6 weeks but the procedure went according to plan. The error would seem as a physician error in measurement.

Event description:
It was reported that a patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to the original cuff being the wrong size and very distal. A patient outcome was not reported.